Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cassette not attached properly" alarm was recorded. Functional testing included use testing. The pump was powered on with a fluid filled cassette for an extended period of time and no problems occurred. It was noted that the downstream occlusion sensor seal had a bubble. The downstream occlusion sensor was replaced as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a "cassette not attached" alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.